Event description:
Litigation alleges that patient has developed pain in her hip.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(6) 2017 (transfer wpc (B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, alleges extreme pain, limited mobility, can't sit down or stand for any lengthy period, difficulty sleeping, device locks up and clicks, must wear a back brace, can not open legs. Had to have a cesarean section. Noted within the medical record that correct operative side is left hip. No revision date at present time. Included metal ion labs are < 7.0 ppb. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.